Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon opening the cassette door following treatment, fluid was noticed in the cassette compartment of the cycler. The origin of the leak could not be identified. Pt has no ill effects. Sample is available.